Event description:
It was reported by service report that the litter is leaning to one side. It was reported that there was no patient involvement and that the customer is unaware if there were any adverse events.